Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the iliac arteries were reported to be extremely tortuous leading to access difficulties; however, the bifurcated stent graft was successfully deployed. It was reported there was no lunderquist wire available to perform this procedure and an amplatz wire was used to cannulate the gate. Add'l support was required to cannulate the gate, therefore, a sheath was attempted to be inserted and during attempts to advance the sheath through the tortuous anatomy the iliac artery was dissected causing the pt's blood pressure dropped. The aorta was quickly clamped and a dacron graft was sewn in the artery to successfully treat the dissection and onto the bifurcated stent graft. No add'l clinical sequelae were reported and the pt is fine.